Manufacturer narrative:
It was reported by the hospital contact that the complaint deltaplush (cpl100203-30/c16296) was inserted 4th as the finishing coil. Prior to this coil, two other deltaplush (details unknown) had already been implanted. It was reported that the physician experienced a resistance at the distal side of the excelsior sl-10 stryker microcatheter (details unknown) while inserting the coil. The physician withdrew the coil from the patient, and discovered that the microcoil was unraveled. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the (B)(6) to treat the sah. The patient was a male of unknown dob, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (type unknown), a transend (stryker, type unknown), an envoy (lot unknown), a y-connector by terumo (type unknown), and enpower dcb / cable (lots unknown) were used for this procedure. Based on the information, the event was not confirmed. The deltaplush (cpl10020330, lot c16296) will not be returned, therefore the root cause of the coils resistance inside the microcatheter and its unraveling cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: two other deltaplush (details unknown).. Excelsior sl-10 stryker microcatheter (details unknown) terumo (type unknown), a transend (stryker, type unknown), an envoy (lot unknown), a y-connector by terumo (type unknown), and enpower dcb / cable (lots unknown).

Event description:
It was reported by the hospital contact that the complaint deltaplush (cpl100203-30/c16296) was inserted 4th as the finishing coil. Prior to this coil, two other deltaplush (details unknown) had already been implanted. It was reported that the physician experienced a resistance at the distal side of the excelsior sl-10 stryker microcatheter (details unknown) while inserting the coil. The physician withdrew the coil from the patient, and discovered that the microcoil was unraveled. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the (B)(6) to treat the sah. The patient was a male of unknown dob, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (type unknown), a transend (stryker, type unknown), an envoy (lot unknown), a y-connector by terumo (type unknown), and enpower dcb / cable (lots unknown) were used for this procedure.

Manufacturer narrative:
(B)(4).